Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had an implant that "worked fine" for three to four years. However, after three to four years the patient had to have the implant removed because "her body rejected it." The patient did not have a device re-implanted and her urinary issues did not come back. It was unknown if the information was accurate as the reporter heard the story from a friend.

Manufacturer narrative:
(B)(4).